Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026. Additionally, cold insulin was used, and the cartridge was not filled according to the provided instructions, which constituted misuse and high blood glucose corrected via mdi.